Event description:
It was reported that the cardiologist had problems pushing the mandrin forward and back. After measurement the impedance it was noted that pacing lead impedance was high and out of range. A new lead was used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents as enhancement to the reporting criteria going forward. Evaluation description. Analysis was normal. No anomaly was found.